Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a mini stick max 4f x 10 cm stiff .018 ni/tu echo 2.75" kit. It was reported the sheath broke into two separate pieces while inside the patient during treatment. The procedure was completed with a different device. The patient did not experience any harm as a result of this incident.